Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, product type: lead. Product ID neu_ptm_prog, product type: programmer, patient. (B)(4).

Event description:
The prospective patient reported that her sister had an implantable neurostimulator (ins) and it shifted on her and they ended up taking it out. Additional information received from the initial caller reported that the ins hadn't worked, in that it shifted and it didn't help. This was why it was removed. The consumer was going to talk to her sister to get more information. Her sister was in the hospital having a stent put in. Additional information received from the initial caller reported that the patient had the ins only for 2 weeks. It shifted so they removed it. The patient did not register in the database and no information about the doctor or device was known. This event will be updated if additional information is received.